Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that a 3.0 x 23 mm rx xience v stent was deployed in the lad. During post dilatation of the deployed stent, a dissection occurred. A planned procedure was done in 2008, and a 2.75 x 12 mm xience v stent was used to treat the dissection. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- dissection, in the IFU is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection, the IFU also states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." In this case, there was no report of any device malfunction at the time of the stent implant, it is possible the post dilatation contributed to the dissection; however, a conclusive root cause could not be determined.